Manufacturer narrative:
MDR . Initial 1 of 6. E1: patient city: (B)(6). Patient country: austria. Name- medtronic minimed street-18000 devonshire street city- northridge state- ca zip code- 91325 zip four- 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set adhesive failure where tape not sticking while sweating on 17-mar-2026.